Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition; air valve liftoff failure, if it were to occur during use it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. No patient involvement reported.

Manufacturer narrative:
Biomedical engineer. No patient information provided by customer.